Event description:
The MFR rep reported the leads and extensions were removed due to infection. The neurostimulator remained implanted. The devices were not returned to the MFR for analysis. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is rec'd. Refer to medwatch report # 6000153200701019.